Event description:
The manufacturer received information alleging a bipap a40 system silver "ventilator inoperative" condition occurred then stopped delivering air while in use. This is the third time this occurrence was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-96 was recorded in the event log. The device's main board was replaced the issue was resolved. The device was sent to the philips investigation lab (pil) for further investigation of the system pca. A review of the device error log found no logged vent inop. The review does indicate the time/date logs shifted on the date of the reported event and that there were noted sequences of the same event on prior dates. The problem began when the e-96 elevated from a log-only to a reboot error. Three software reboots in a row will cause a vent inop. The storage allocated was overrun and over time the file system, in the serial flash was corrupted. The event and debug logs could be affected because they were waiting for the serial flash to free up so they could write their own messages in serial flash. The engineering investigation is inconclusive with the information available from the device.